Event description:
Manufacturer representative reported patient experienced a neurological deficit after spinal cord lead implant. Patient was unable to stand for ambulate. The device system was explanted; as of (B)(6) 2006 the patient was nonambulatory. A follow up report will be sent if additional information is received.